Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited a software anomaly. The patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
The reported event of incorrect measurements was not confirmed. As received, a complete device was returned with a battery voltage below the elective replacement indicator level. Capture and impedance tests were performed and they indicate no anomalies. Further analysis was performed, which indicates normal device characteristics. Also, a longevity assessment was performed, and it indicates that the device exceeded its total projected longevity. No other anomalies were seen.

Event description:
New information noted that the pacemaker was explanted and replaced. No patient condition or further information could be obtained.